Event description:
The customer reported obtaining intermittently, high erroneous carbon dioxide (co2) results with two patient s while using unicel dxc 800 synchron system. For the first patient, the erroneous test results were reported out of the laboratory. That sample was rerun on a second instrument and corrected report was sent to the physician. For the second patient, the erroneous report was not sent out of the laboratory and repeated results were reported normal. No reports of death or serious injury, and no affect patient's treatment as a result of this event. This is event 1 of 2 events reported by this customer.

Manufacturer narrative:
Prior to each event, carbon dioxide (co2) was calibrated and quality control (qc) results were within the lab's established range. While trying to troubleshoot problem, the customer noticed air bubbles in the co2 acid section of the ratio pump. Subsequently, the system was primed several times to remove the bubbles. When the operator was aware of a high co2 result, the sample was repeated on the lab's 2nd analyzer. Results were lower and amended reports were issued. The field service engineer (fse) was dispatched. The engineer replaced the co2 electrode, membrane and co2 ref o-ring which corrected the problem. Root cause may be associated with instrument hardware components. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This MDR represents event 1 of 2 reported by this customer. This MDR is related to the following MDR that has been reported: 2050012-2011-07363.